Event description:
It was reported during procedural, impedance testing was performed and there was high impedance on both channels with this adaptor; new adaptor was reported to return normal impedance readings. It noted that there were no symptoms or complication associated with this event. Patient outcome was reported as ¿alive no injury¿.

Manufacturer narrative:
(B)(4).